Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error several times for over a month. The blood glucose reading was 428mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Performed the displacement test and the test failed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.